Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis determined that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cranial reference frame allowed the surgeon user to operate the navigation machine using the cranial probe with taking photos, videos, pausing navigation and changing screens. This particular surgeon wasn¿t aware of this and so rested the probe tip on the reference frame particularly on the left and right arrows allowing the machine to switch screens. On the day of surgery it was resolved by exiting the application and restarting but however, they did not lose the registration. All information and further education has been confirmed with the site.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that during the case, the system went from the navigate screen to the plan screen. This issue delayed the procedure until the team figured out what had happened. The surgery was completed with navigation and there was no impact on the patient outcome.